Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicated impedance issues, despite the device testing within normal limits. The recipient presented with sound quality issues. Programming adjustments have been made; however, the issue did not resolve. Revision surgery is under consideration.